Event description:
Pt was revised because he fell and dislocated his hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notifying the FDA of the results of this investigation once it has been completed.